Manufacturer narrative:
The system and probe were examined and the reported event was replicated. The reported event was confirmed and attributed to a non-conforming biometry probe. The issue was replaced and resolved. The system was tested and found to meet product specifications. The system was manufactured on may 17, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the non-conforming biometry probe. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the biometry readings were not accurate. Additional information has been requested.